Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported, that during a low anterior resection, the device cut, but no staples deployed. The patient received a total abdominoperineal resection with colostomy and is doing fine. Procedure changed in the following way: "wanted to try to preserve patient's anal function with a low anterior resection. Surgeon assumed he would probably have to give the patient a total abdominoperineal resection with colostomy due to disease extent. After the misfire, the patient ended up with the original procedure the surgeon thought he would perform; an abdominoperineal with colostomy.